Event description:
Boston scientific crm received information that this patient suffers from dementia and pulled out their IV and compromised the device pocket, requiring another procedure to revise the lead. The lead was repositioned the following day and no further issues have been noted. The lead remains in service. Should further information become available at a later date, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.